Event description:
Information was received from a patient representative and a patient regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient representative (caller) stated the pump is making a beeping sound every 10 minutes. The caller states the pump had been filled and it was not empty. The patient stated that the alarm went off about 4 times. The caller stated the healthcare provider (hcp) said to call the manufacturer, and stated that the hcp did check the pump with the tablet and they were aware of the pump alarming; however, the hcp stated to call the manufacturer. The caller said the pump was empty and they thought the alarm was because the medication wasn't coming in but the healthcare provider filled the pump and the alarm was still going off. The caller stated that the pump started alarming when it was empty. The caller mentioned that the patient went to pain management for pain pills and has to go every 3 months. The manufacturer's patient services specialist (pss) reviewed alarms and advised to have the pump checked by hcp. The caller confirmed the patient does not have any symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.